Event description:
Procedure type: anterior resection. According to the reporter: on (B)(6) 2014, the surgeon fired the device with no problems. A leak test revealed no leaks. However, on (B)(6), 2014, it was reported that while the patient was on the ward recovering he was getting progressively sicker and sicker as the night progressed. Upon further assessment, the on-call surgeon, decided to bring him back into the operating room to take an internal look. Sometime during intubation the patient flat-lined. Through chest compressions and medications, the patient¿s heart rhythm returned and the procedure continued. The anastomosis came apart at the staple line. The procedure turned into a colostomy and the patient was sent to ICU. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no blood loss of 500cc or more. There was no delay in surgical time. There was no reinforcement material used.

Manufacturer narrative:
(B)(4)